Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides instructions on how to properly disconnect from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set / line) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had disconnected from therapy but forgot to close the clamp on the open line. The patient then reconnected themselves using proper aseptic technique to continue therapy. The power was cycled to clear the alarm and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.